Event description:
It was reported during sedation (device outside patient), the subject device had blurry image and white balance could not work properly. The issue occurred at an unspecified procedure during sedation (device outside patient), which was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no problem detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.